Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported and observed issues. Based on the data available it was determined that the users had likely placed an object on top of the device, which repeatedly pressed the on/off button, resulting in excess on-time. This caused the internal hybrid layer capacitor (hlc) batteries to become depleted. The device was able to power on and charge and shock during testing. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device's internal hybrid layer capacitor (hlc) batteries has reached 0 capacity. As a result, the device may not have had enough power to turn on and provide defibrillation therapy, if it was needed.